Event description:
It was reported that the left ventricular (lv) lead showed an intrinsic amplitude that was out of range at 1.8 mv. The last in-office check measured 1.2 mv. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).